Manufacturer narrative:
(B)(4). The device involved was not returned for evaluation. The b. Braun sales representative provided an overview of what configuration settings were available in both the customer's outlook400 units, as well as their outlook400es units. After discussing all available options, the customer chose to select the "clear all" settings, in their biomed setup. This will insure that when they turn their pumps off and on again, the previously programmed medications will be cleared upon start up. At that point the facility's biomed made the change to both of the different versions of devices to the "clear all" all setting. Biome proceeded to upload the new configuration to all of their units manually. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As per reported by the user facility: they recently had a medication error in the emergency department that resulted from their current IV pump programming. The pumps are currently set to default back to whatever had been previous programmed and pull in information, like the patient's weight, when they are first turned on to start an infusion. As a result, we had a (B)(6) kg patient that accidently received a medication dosed at a weight of (B)(6) kg, potentially under-dosing them. The patient was administered propofol. No patient injury.